Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, we are not able to identify a root cause for leakage incident related to our manufacturing process at this time. Based on the quality team¿s investigation for clogged needle, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide¿ needle was blocked while preparing the dtap-ipv-hib-hb vaccine, causing it to spray out. The following information was provided by the initial reporter: "incident details: phn used blunt filled needle to mix dtap-ipv-hib-hb vaccine together switched to a 1 inch needle and needle blocked and sprayed back everywhere. Lot number for needles regq4063. Vc aware of issue. Parents aware no vaccine injected impact of incident: pt needs an extra poke. Parents declined for child to be revaccinated today and will make a new apt who was affected? Patient."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked while preparing the dtap-ipv-hib-hb vaccine, causing it to spray out. The following information was provided by the initial reporter: "incident details: phn used blunt filled needle to mix dtap-ipv-hib-hb vaccine together switched to a 1 inch needle and needle blocked and sprayed back everywhere. Lot number for needles regq4063. Vc aware of issue. Parents aware no vaccine injected. Impact of incident: pt needs an extra poke. Parents declined for child to be revaccinated today and will make a new apt. Who was affected? Patient."